Event description:
It was reported that the pump declared an altitude alarm during use. The customer's blood glucose level was maintained between 54-500 mg/dl (3.0-27.7 mmol/l), so there was no adverse impact to their blood glucose level. The customer was provided with tips to prevent future altitude alarms and acknowledged understanding; the cartridge was replaced to resolve the issue, and the pump resumed normal operation.